Event description:
The customer used the device to check their blood glucose and obtained a result of 181 mg/dl. They felt ill and an ambulance was called. The emergency medical tech checked their glucose and the level was 43 mg/dl. They administered a glucose IV and transported the customer to the hosp. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.